Event description:
It was reported that an unspecified access set would not allow infusion. The issue was described as; a short set was connected to the luer lock site on the primary set below the pump. Intravenous immune globulin (ivig) was then attached, however the fluid did not infuse. The primary and short ivig sets were replaced, and infusion was successful. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred in (B)(6) 2026. D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. E1: initial reporter address: (B)(6) h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.